Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump "during the guidewire placement, the wire was unable to advance beyond the proximal one-third. Upon removal, a fracture was noted approximately 8 cm from the distal tip of the balloon". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".